Event description:
Reporter indicated his hand held computer is constantly freezing after interrogations. Good faith attempts to have the hand held returned so a product analysis can be performed, are being made, but have been unsuccessful to date.